Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is experiencing high blood glucose levels and is not able to bolus. Customer reported that the insulin pump alarmed maximum bolus exceeded. Customer has not bolused in two days. Customer's blood glucose reading at the time of the incident ranged from 448 to 557 mg/dl. Customer reported symptoms related to their high blood glucose levels included difficulty breathing and frequent urination. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.